Manufacturer narrative:
(B) (4). Evaluation summary: no product was available for evaluation as it is still implanted. No x-rays were returned for review. Extensive notes were provided from the surgeon. However, specific information in regards to whether the trabecular metal primary stem was implanted as per the surgical technique was not provided. According to the surgeon, no further treatment has been instituted and the patient is now progressing to full weight bearing without any gait aids. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It is reported that the device was implanted on (B) (6) 2009. Post-op, the patient experienced a greater trochanter fracture. Patient was not revised.